Event description:
It was reported that the patient circuit was vibrating during patient treatment. The log contains alarms for high airway pressure. There was no patient harm. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that the hospital staff investigated the anesthesia system. A successful system checkout was performed and they ran the system on a test lung and the system operated normally.a complete set of device logs was received.the technical log has recordings related to the event.several successful system check outs were performed on the reported event date, both prior to and after the reported event.the internal log shows that clinical alarms such as expiratory minute volume: low, airway pressure: high, regulation pressure limited, respiratory rate: high, leakage and etco2: low were generated which show that there were issues with ventilation the patient. The trend logs does not cover the reported event and can therefore not confirm the issues.based on the fact that no deviations could be found by the user when performing a system checkout after the event and that the system functioned without faults on a ventilation session on a test lung after the event, we have not been able to determine the true cause of the event.

Event description:
Manufacturer's reference number: (B)(4).